Manufacturer narrative:
The device was returned to boston scientific for analysis. Per visual inspection the device presents a foreign material in the distal tip area. Functional test was passed, the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. After leakage test, it was observed that the unit presented a semi obstruction. Flow test revealed that the device presents a partially obstruction in some of the irrigation holes. The pump was programmed to 30ml/min and the device was irrigated for 5 minutes without any errors or pump messages. The continuity test was performed and no problems were detected. Noise values were found typical and within specifications on noise test.

Event description:
Reportable upon analysis completed on (B)(6) 2022. It was reported that during a procedure to treat atrial flutter a intellanav mifi open-irrigated catheter looked similar to extreme catheter bang, definitely near valve. Catheter would flash and disappears also. The issue was solved by exchanging the catheter. No patient complications were reported. However, device analysis revealed a foreign material on the distal tip.